Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for ventricular tachycardia (vt) storm with a thermocool® smart touch¿ electrophysiology catheter and suffered a cardiac arrest (requiring defibrillation) and death. During mapping phase, several episodes of polymorphic ventricular tachycardia (vt) occurred. Patient was successfully defibrillated. During ablation, interminable ventricular fibrillation (vf) occurred. Patient decompensated and resuscitation was initiated. After 1 hour, resuscitation efforts were terminated and the patient expired. Physician indicated that the adverse event was not related to any issues, errors, or malfunctions with any bwi products or equipment.